Event description:
Follow up information obtained identified the patient's scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of her pain worsening and becoming unmanageable with the scs system. A company representative met with the patient but was unable to resolve the issue with reprogramming of the patient's scs system. The patient requested to have her scs system removed.